Event description:
The lead was explanted and replaced due to high threshold.

Manufacturer narrative:
A partial lead measuring 18 cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.